Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? What was the thawing process used? A. Warm bath: I. Temperature: ii. Time: iii. The product has been thawing in water batch with or without blister: b. Room temperature: I. Temperature: ii. Time: any leakage has been detected? If yes, which part of the device (specifically) was the product leaking out? If any damage or leakage is observed, please identify where the defect is observed (outer box, blister where fibrin sealant is located, prefilled syringe, or tip)? If the damage or leakage is observed with the pre-filled or tip please indicate the affected part. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an laparoscopic procedure on an unknown date and fibrin sealant preparation device was used. The staff attempted to loosen the locks on the dual applicators to remove the open tip and apply the lap tip, they said the locks would not loosen. They attempted multiple times to try to loosen then and even tried to loosen it with instruments. No adverse patient consequences were reported. Additional information was requested.